Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with intravenous vancomycin (dose, frequency and duration not reported), intravenous flagyl (dose, frequency and duration not reported), and intravenous rocephin (dose, frequency and duration not reported). On an unknown date, the patient was switched to intraperitoneal ceftaz (dose, frequency and duration not reported).the patient was discharged seven days after admission. Six days later the patient was readmitted to the hospital due to peritonitis and other indications. Treatment remained the same. Thirteen or fourteen days later the pd catheter was removed. Fourteen days after readmission to the hospital, the patient was placed on back up hemodialysis therapy. At the time of this report, the patient was considered to be ¿in the recovery stages¿. No additional information is available.